Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device reached elective replacement indicator (eri) in under three years. The device remains in use and will be changed out. No patient complications have been reported as a result of this event.